Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority alarm (max air exceeded) alarm. The patient was connected at the time of the alarm. This occurred during an unknown cycle four of four of peritoneal dialysis therapy. During troubleshooting, it was determined that near the end of therapy, the heater line separated/slipped off from the cassette that led to this alarm. The patient ended therapy and the technical service representative reviewed the proper therapy procedure. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. However, a log review was performed which identified 30166 (low priority alarm - too much air pulled from source during a therapy). The alarm condition was verified in the log; however, the cause of the alarm could not be determined. The reported heater line separation could not be verified through evaluation. Should additional relevant information become available, a supplemental report will be submitted.